Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The impella cp was inserted without issue for acute myocardial infraction/cardiogenic shock. After left heart catheterization (lhc) was performed using a single access companion sheath, the patient became hypotensive. Volume was given, pressors were titrated up and could not flow higher than approximately 2.5 liters per minute despite interventions. They began chemically coding the patient with epinephrine pushes every two minutes and other advanced cardiovascular life support drugs. The patient was transferred for extracorporeal membrane oxygenation but expired upon arrival to the hospital. The transfer heart team believes a coronary artery perforation occurred during lhc.

Manufacturer narrative:
Correction: b1 product problem was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow could not be determined as no product or logs were returned for evaluation. Device history review: the device passed all post sterile inspection checks.